Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown ethnicity. Medial history was not provided. Concomitant medications included insulin aspart for the treatment of unknown indication. The patient received human insulin (rdna origin) injections, (humulin r) from a cartridge via a reusable device humapen ergo (teal), at unknown dose subcutaneously for the treatment of diabetes mellitus beginning and beginning on an unknown date in 2007. On an unknown date in 2018, while on human insulin therapy, her humapen got broken and after falling to the ground, she kept using it without realizing that the pen did not release the doses ((B)(4) / lot number: unknown), because it was broken and she was eating normally so she went into a coma and got hospitalized an unknown date in 2018 for two days. On an unknown date in 2019, due to lack of human insulin she started insulin aspart. On an unknown date in (B)(6) 2021 she started human insulin again as she could not tolerate insulin aspart. Since an unknown date after starting human insulin, she had been feeling pain in her legs and arms upon taking her doses using syringes as its needle were different from the humapen needle. She used humapen ergo for more than 10 year (this was considered as improper use for device). Information regarding corrective treatment and discharge details was not provided. The outcome of missed dose was not provided. She recovered from coma and did not recover from injection site pain. The human insulin therapy was continued. The patient was the operator of huma pen ergo(teal) and her training status was not provided. The general humapen ergo duration of use was not provided and the suspect humapen ergo (teal) device duration of use was 10 years. The suspect humapen ergo teal was discarded. The suspect humapen ergo (teal) associated with (B)(4) was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment of events with human insulin drug. The reporting consumer related coma and missed dose with suspect humapen ergo device issue and the event of injection site pain was not associated to humapen ergo. Update 10-nov-2021: product complaint (pc) number provided by local affiliate on 04-nov-2021. Device was coded to more specific product as humapen ergo burgundy/clear. Narrative was updated accordingly. No other change was performed on the case. Update 22nov2021: additional information received on16nov2021 was processed along with information received on 17nov2021 and 18nov2021 from global product complaint database: recoded the suspect device from humapen ergo (burgundy) to humapen ergo teal (model number ms8929). Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information for the suspect humapen ergo (teal) associated with (B)(4) was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement(s) dated (B)(6) 2021 in the describe event or problem field. No further follow- up is planned. Evaluation summary a female patient reported that on an unknown date in 2018, her humapen ergo device got broken after falling to the ground. She kept using it without realizing that the pen did not release the doses. She experienced a coma. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality. The patient reported that she had used the device for ten years. The core instructions for use state the humapen ergo has been designed to be used for up to 3 years after first use. The core instructions for use state if any of the parts of your humapen ergo appear broken or damaged, do not use and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond the recommended use period and continued to use the device after experiencing the complaint issue. Since the device was broken after falling to the ground, continued use may be relevant to the event of coma.